Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery failed alarm and the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was 333 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). No device problem found, , the pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.